Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received stating the ipg was explanted and replaced to address the issue. Therapy was restored.

Event description:
It was reported the patient was receiving the replace generator soon message a couple months ago and as result lost effective therapy. Ipg most likely has reached end of life (eol). Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.